Manufacturer narrative:
A correlation between the device and the reported hemorrhagic stroke could not be conclusively determined. Stroke and bleeding are listed in the instructions for use as a potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced elective pump exchange was reported under medwatch MFR report# 0002916596-2014-01037. Approximate age of device - 5 days. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. The patient underwent a device exchange on (B)(6) 2014, and that the device had operated as expected since implant. Postoperatively, the patient was extubated, and on postoperative day 1 was started on anticoagulation with lovenox and warfarin. On the afternoon of (B)(6) 2014, the patient developed an acute right-sided weakness with a left facial droop and became unresponsive. CT scan showed a massive left posterior parenchymal hematoma with moderate surrounding edema and moderate-to-severe mass effect with rightward shift. The patient was transferred to the ICU for emergent intubation and reversal of anticoagulation; however, aggressive measures were declined by the patient¿s family, and comfort care was initiated. The patient expired on (B)(6) 2014. No additional information was provided.